Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Event description:
Healthcare professional reported rupture of the left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device is PMA approved.

Manufacturer narrative:
Device evbased on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed. No further actions are required as no manufacturing issues are observed.